Event description:
It was reported an angio-seal was deployed to seal the arteriotomy site following an angiographic procedure and pre-deployment angiogram. The physician reported there were multiple puncture sites; however, pressure was applied after each puncture. A femostop was applied. The physician questioned the rep after the procedure whether it was appropriate to use the angio-seal device on a patient with multiple punctures, to which the rep replied no, since the angio-seal can only seal one puncture site. Approx thrity minutes later, the patient exhibited vasovagal symptoms; a CT scan revealed no retroperitoneal bleeding. The patient developed ischemic symptoms (absent pulse) and underwent surgery. The surgeon reportedly repaired three arterial puncture sites, two were double wall puncture sites, two were double wall punctures and above the inguinal ligament, and one was on the external iliac artery. An embolectomy was performed; the angio-seal device was removed. The physician will not be using the angio-seal device until re-training has been completed.